Event description:
It was reported that the device prompted an error message 1301 (laser power too low: please restart device or call service.) The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse confirmed the reported issue of low device power, which was most likely due to a defective focus lens. The focus lens was replaced, resolving the reported issue. Following the repair, both a functional test and an electrical safety test were performed. All tests passed, and the laser generator is now ready for use in accordance with bsci specifications. The service checklist was completed and passed. The product record review found no evidence of a product quality issue or new patient harm. The device history record (DHR) and service history record (shr) indicate that this auriga xl 4007 console was installed on (B)(6) 2020 and last serviced on (B)(6) 2025 for an output power issue. It was fully functional with no issues from that time until the reported event date of 24 july 2025. A review of the device instructions for use (IFU) was performed and passed. Therefore, it can be concluded that a defective focus lens was the most probable cause of the complaint.

Event description:
It was reported that the device prompted an error message 1301 (laser power too low: please restart device or call service.) The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.